Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This event was identified as part of a customer notification dated (B)(4) 2010. See attached letter. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On (B)(6) 2010 at an unspecified time, the pump was programmed to deliver an unspecified concentration of vancomycin in 250ml, for a duration of 1 hour and the delivery was started. No further programming parameters were provided. After an unspecified length of time, and end of infusion alarm occurred. At this time, the nurse noted an unspecified volume of solution remained in the container. It was reported the nurse reprogrammed the device to deliver a 30ml vtbi (volume to be infused) and the delivery was resumed. After an unspecified length of time, the nurse noted the container and the drip chamber of the tubing set were "drained" and an unspecified volume of air was noted in the tubing set distal to the pump with no pump alarm. The nurse reported the tubing set was disconnected from the patient. No air was delivered to the patient. The pump was removed from clinical service. The patient's therapy was complete. The customer contact reported there was no change in the patient status and no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.